Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not completely rewind as designed. The customer stated that she was performing an infusion set change, and when the device showed that the rewind process was complete. The customer did not recall the blood glucose reading. She stated that the insulin indicator was only showing half full. She stated that when the insulin pump had been redesigned, she believed that a rudimentary calculator was incorporated into the insulin pump. She advised that the issue had not recurred since then. Nothing further reported.